Event description:
The facility representative contacted baxter to report a colleague infusion pump in which a damaged battery occurred. This condition has the potential to cause an interruption of delivery. It is unknown if patient involvement occurred. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. Additional information: a service history review found that the device has not been previously sent into service for the reported condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.